Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call, the customer was treating of sensor readings and not the blood glucose readings. Customer's nurse was calling to get a replacement transmitter then she stated the customer had been hospitalized for high blood glucose of 900 mg/dl. Emergency medical services were called. Customer had been throwing up for than 24 hours and he lost consciousness. Customer was unaware his blood glucose was high. Customer's nurse was unaware if the customer was wearing the device when the customer was admitted. Customer will call back to perform troubleshooting. The device is not returning for analysis.